Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet following two large high-carbohydrate meals, with tubing flow present and a subsequent infusion site change completed without issues during the device¿s initial learning phase. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.